Manufacturer narrative:
A visual examination of the returned device found that the trip wire was wrapped around the handle base and the stem. The tension on the trip wire dislodged the stem from the base. The tripwire did not have any issues. The bands on the ligator head were all in tact. The suture was attached to the tripwire loop and the suture was cleanly cut approximately 3 centimeters from the knot. A second piece of suture was approximately 2.5 centimeters long and ends were cut but suture appeared unraveled on ends. The suture portion attached to the ligator head was also cut evenly at approximately 5.5 centimeters from the adaptor ring. The condition of the device returned was consistent with the complaint incident that the device suture was broken, as evident of the suture being cut in two places. However, it is unknown if the defect occurred due to customer handling/prep of the device. Therefore the most probable root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4).the device has received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a banding procedure performed on (B)(6), 2010.according to the complainant, during preparation, when they were taking up the slack in the trip wire, the suture from the ligation band snapped. The case was completed with a second speedband superview super 7 multiple band ligator.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during a banding procedure performed on (B)(6), 2010. According to the complainant, during preparation, when they were taking up the slack in the trip wire, the suture from the ligation band snapped. The case was completed with a second speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.